Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 398 mg/dl. The customer stated that he had no delivery and his blood glucose is through the roof. Customer was treated with pump and syringe. The customer was admitted to the hospital. Customer's blood glucose at time of hospitalization was 398 mg/dl. The customer cause of hospitalization was high blood glucose and getting treatment for other medical condition. The customer was treated high blood glucose with syringe. Customer was wearing the pump at the time of hospitalization. The customer did troubleshooting for no delivery and confirmed he had a bent cannula. Customer was assisted in performing the high pressures and passed. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.